Event description:
It was reported that during a ptca/stent procedure to treat a heavily calcified lesion in the circumflex (cx), the stent was unable to cross the lesion and it was removed. A dissection was noted in the proximal cx, which was successfully treated with a stent. The lesion was then treated with a small balloon. The stent was examined and one of the proximal stent struts was flared out. It is unknown if this occurred in the vessel and caused the dissection, or if this occurred during removal of the device through the guiding catheter. No further patient complication was noted.